Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing and then returned the device to the customer for use.

Event description:
The customer reported that their device exhibited a completely white screen upon boot up. The customer advised that this appears to be an intermittent issue. The device does have its service indicator illuminated now and has logged an event code. The white screen on this device indicates a device lock-up, which would prohibit the device from delivering defibrillation energy, if needed.there was no patient use associated with the reported failure.